Event description:
Information received by medtronic indicated that there was a fracture of the cryoablation catheter during a procedure. This occurred after ablations to the left-sided pulmonary veins had been completed and the physician was positioning the catheter for ablations to the right-sided pulmonary veins. Blood was observed at the catheter connection to the coaxial umbilical. The device was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter 2af283 / 68931-83 was returned and analyzed. Visual inspection of the catheter showed a guide wire lumen kink and blood inside the balloons as well as blood in the coaxial connector. Smart chip verification indicated the catheter was used for six injections. Performance testing was conducted and the catheter failed performance testing due to system notice #50005 ¿leak detection¿ upon connection to the cryo console. Pressure testing showed a leak through the guide wire lumen; the balloon¿s integrity was intact and no balloon breach was observed. Dissection showed blood inside the vacuum line and y-block. The guide wire lumen was breached and kinked at 1.48 inches proximal from the tip. The reported issue (blood in coaxial) has been confirmed through testing and the catheter failed the returned product inspection due to guide wire lumen breach and kink. (B)(4).